Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, dehydration and vomiting. The blood glucose reading at the time of admission was 184 mg/dl. The customer also reported having high blood glucose levels for the past few days. Troubleshooting was performed, and the insulin pump was programmed correctly. Found a button error alarm in the alarm history as well. The insulin pump passed the prime and high pressure tests. The insulin pump was also uploaded to carelink, and it was stated that there were four to five boluses of 10.0 units each, that the customer did not program. The healthcare professional requested a replacement insulin pump.